Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact to the customer's blood glucose. The customer reverted to manual insulin injections for insulin therapy.